Event description:
It was reported that the pump was dropped and the touch screen is now cracked and unresponsive no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6).